Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had caused occlusion errors multiple times, approximately 20 occurrences. There were no issues identified with the IV line. A cassette change was performed, along with replacement of the batteries and tubing. There was no clamping, and no kinks were observed. The therapy was administered as a continuous infusion. The prescribed dose was IV remodulin at 40 ng per kg per min. The remodulin multidose vial was infused at a rate of 1.3 milliliters per hour, using 3 milliliters of remodulin with a concentration of 5 mg per ml. The therapy was life-sustaining and was used for the treatment of pulmonary arterial hypertension. There was no delay in therapy, and the event occurred during infusion. There was patient involvement but no harm. Ambrisentan was used as an oral medication.

Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer complaint pump triggered multiple downstream occlusion alarms could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.